Manufacturer narrative:
A spacelabs technical support engineer performed troubleshooting assistance over the phone and it was determined that the central lost settings. A spacelabs field service engineer contacted the customer to assist with setting up a loaner uvsl central station. A loss of settings on a uvsl monitor indicates a faulty nvram and will require replacement prior to being placed back in service.

Event description:
The customer reported that they lost telemetry monitoring at their central station. There was no patient or user death, or injury associated with the event.